Event description:
Boston scientific received information that a health care professional (hcp) phoned boston scientific technical services (ts) and indicated that a patient's home remote monitoring system had indicated a possible product performance issue. No additional information was provided. Follow up was not able to be performed due to the lack of contact information provided during the call.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.